Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was mentioned that the spinal cord stimulation (scs) paddle lead had high impedances. The patient underwent a scs system replacement procedure. The explanted device components were retained by customer.